Event description:
Hamilton medical ag received the following incident description: the ventilator device alarmed for ¿release valve defective¿ and failed during the self test for the ¿tightness test¿. No device log files were provided to hamilton medical ag. There is no patient involvement reported to hamilton medical ag. Worst case, an obstruction valve what does not function as intended may led to various critical consequences as like ventilator failure shortly before or during the use on a patient, health care professional at bedside, bag ventilation until second device is prepared.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'release valve defective' at start-up and also failed the 'tightness test'. No patient involvement. No device logs were provided with this complaint. The issure occurred during the self-test. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. Our partner in the us sent a check valve assembly (msp161192) as replacement part. It is unknown if the replacement of this part resolved the issue as no feedback was received. This case is considered as closed.